Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim patient was receiving chemotherapy via short set primary tubing (doxorubicin), which was y'ed into the carrier fluid directly underneath the pump. Patient walked to transportation gurney into hallway and tubing was caught and tugged onto hand sanitizer dispenser. Carrier primary tubing disconnected at joint under port, no fluid was spilled.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
The issue for this complaint is verified by the photo, but there is no physical sample. The smart site outlet and tubing connection separated, but the tubing could not be examined for solvent. The manufacturing site found the root cause for the separation at y-site to be possibly related to solvent application during assembly, but this cannot be confirmed without the sample. An accessory was implemented by the plant on october 30th, 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel, addressing the failure. A device history record review could not be performed on material 2426-0007 because the lot number is unknown.